Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have insufficient vacuum resulting in low draw volume.

Manufacturer narrative:
H.6. Investigation: bd received 500 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed as the photo only shows tubes in an unopened shelf pack. Additionally, 20 of the customer samples along with 20 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have insufficient vacuum resulting in low draw volume.